Event description:
It was reported that the patient had been previously revised to a restoration modular. The patient has been dislocating off and on since the revision surgery, abductor ligaments were gone increasing the risk of dislocation, dr took poly and head out and replaced with a constrained liner to fix the patients' dislocation issue.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient had benn previously revised to a restoration modular. The patient has been dislocating off and on since the revision surgery, abductor ligaments were gone increasing the risk of dislocation, dr took poly and head out and replaced with a constrained liner to fix the patients' dislocation issue.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.